Manufacturer narrative:
The device was returned to a third party service center for an evaluation and service. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to supercapacitor leak on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr 3136364

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.